Event description:
It was reported that the right ventricular lead exhibited high impedance and high pacing thresholds. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).